Event description:
It was reported that a patient presented to the emergency room for an unrelated reason. Device interrogation was performed and revealed the right ventricular (rv) lead was not capturing. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.